Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose (bg) was 29 mg/dl. Customer's family member provided the customer with carbohydrates to address low bg and called the paramedics were called. The customer was taken to the emergency room and subsequently admitted to the intensive care unit. Reportedly, the customer had a seizure. Customer was treated with intravenous fluids of saline potassium and magnesium. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made my tandem technical support to obtain a release date from the hospital, however, no response was received.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.